Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an MRI done today and an MRI tech helped them put the device into MRI mode without any problem but now that the MRI was finished they were not able to get it out of MRI mode. They kept getting device is not responding message. Patient can feel the implant easily under their skin and confirmed they had the communicator directly against the ins site. Patient tried repositioning the communicator multiple times, powered the communicator off and closed app and tried again but patient continued to encounter device not responding message. Patient was in a hospital environment at the time of the call and ps reviewed possible emi interference with telemetry. Patient will call back once they are home for additional troubleshooting support. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the issue was resolved